Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues inserting the infusion set and the insulin pump alarmed no delivery. Customer's blood glucose level was 473 mg/dl. Her blood glucose level kept going up. The customer's blood glucose level went down 50 points in 5 minutes. She believed the insulin pump was delivering insulin and declined troubleshooting. The device was not returned.